Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported pt dissatisfied with vision due to distortion, halos and pain behind the ear, six months post bilateral lasik. The doctor discussed the results with pt as vision was corrected in both eyes to be able to see without a prescription. Pt's vision is fine and there are no drops being used. There are two medical device reports associated with this event. This report references the right eye.